Event description:
I currently have the lap band. I have had the lap band for approximately three years. In (B)(6) 2011, I started to experience severe heartburn. I used tums to try to relieve the heartburn. Then I started to have the heartburn regurgitate into my chest. I would suddenly awaken in a dead sleep, choking from the heartburn. Then in (B)(6), I started to experience pain in the stomach and chest area after eating. It got so bad, I couldn't sleep. My husband took me to community medical center emergency room in (B)(6) on (B)(6) 2011. The emergency room doctor ordered an EKG, chest x-ray, ultrasound of the abdomen and a urinalysis/bloodwork. Everything came out normal but the ultrasound, they found calcifications on my liver and lap band port. They gave me antacid meds and sent me home. On (B)(6) 2011, I followed up with my pcp (B)(6). She ordered a cat scan stat. I immediately went to (B)(6) medical center in (B)(6). I had the cat scan and the results were normal. On (B)(6) 2011, I saw my bariatric surgeon, (B)(6) in new (B)(6). He had a level of concern. He wanted to do an endoscopy. I chose to go to a gastro doctor that accepted my insurance. I saw dr. (B)(6) at (B)(6) in (B)(6). He scheduled an endoscopy on (B)(6) 2011. Which he then found a hiatal hernia and barrett's esophagus. He did a biopsy of the esophagus. I'm currently waiting to hear back of the results. I'm praying there is no cancer.